Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 4/28/2016 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted metallosis, gray metal staining of synovium, left leg shorter than right leg, and acetabular cup loose. Part/lot updated. The complaint was updated on: may 23, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:unavailable.

Event description:
Litigation alleges pain, weakness, swelling, stiffness, and elevated metal ion levels. Update rec'd 11/25/2015 - patient was revised due to high ion levels, metallosis, and bone loss posterior. The sleeve and stem have been added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.